Event description:
It was reported that the adhesive on the purewick male external catheter caused a tear to the patient's testicle. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: indication for use: the device is intended for non-invasive urine output management in male patients. Contraindications: patients with urinary retention . Warnings: do not use on irritated or compromised skin. Do not cover fresh surgical wounds with the device. Do not use the device with any material or in any position that does not allow for sufficient airflow. To avoid potential skin injury, never pull the device directly away from the patient. Always peel in the direction from head to foot. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Precautions: not recommended for patients who are: o agitated, combative, or uncooperative and might remove the device. O having frequent episodes of bowel incontinence without a fecal management system in place. O experiencing skin irritation or breakdown at the site. Do not use barrier cream on the penis or pubic skin around the base of the penis when using the device. Creams may impede suction or weaken adhesive. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract, penis, or pubic area. Always assess skin for compromise and perform perineal care prior to placement of a new device. Recommendations: perform each step with clean technique. Prior to connecting the device to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive on the purewick male external catheter caused a tear to the patient's testicle. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.